Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle 27x1/2 ll eclipse label content was incorrect. The following information was provided by the initial reporter translated from portuguese to english: "we have noticed a problem with the barcode on the needle with the internal code and name 1268 - disposable hypodermic needle 13x4.0 with security (30281264). The units in batch 3304966 have the barcode as shown in the photo, where the number below reads 7891463009142. However, when beeping all our readers, it generates the number 7891463009371. This would already be a problem because it doesn't link to the correct code on the packaging itself, but the situation gets worse, because this code 7891463009371 is the same as that of the needle 27968 - disposable hypodermic needle 30x8 with security (305818)."

Manufacturer narrative:
Sample and photo received for investigation. Through visual inspection, the barcode on the label is (B)(4), however upon scanning it generates (B)(4), therefore the incident is confirmed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Retention samples from the same lot were evaluated, no issues or defects observed. Based on the teams investigation, possible root cause is associated with repetition when creating the barcodes. This occurred due to the change in the graphics/designs of the packaging of the product. Situation analysis will be implemented.

Event description:
No additional information received.